Event description:
It has been reported to philips that the allura xper fd20 system shutters were unavailable. The system was in clinical use at the time of the event. No harm has been reported. The shutter rail was cleaned and the device was returned back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had shutter issues. The fse checked and found that the shutters were sporadically unavailable. The fse cleaned and lubricated the shutter rails to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.